Event description:
It was reported that the universal modular electric/battery double trigger handpiece overheats. There was no pt harm; however, there was a delay in surgery for undetermined amount of time. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.